Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advance evaluation. Patient reported that she had trouble sleeping and she felt it might be due to antibiotics. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.